Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05990. It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.

Event description:
New information received states that the primary and secondary cause of death was due to aspiration pneumonia and respiratory failure. The physician does not allege death was caused due to the device or leads. The pacemaker was not explanted, and the right ventricular lead was actually capped on (B)(6) 2008 and was not active at the time of death.